Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch # 702d66. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage with the stapler retainer placed. The breakaway washer was present and uncut and there were staples present in the pockets, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed the staples as well as completely cut the test media and the breakaway washer without incident. The staples meet the staple form release criteria. However, 5 staples were noted missing after fired the device. Further analysis shows that the staple retainer has marks of the staples. It appears that an attempt was made to fire the device with the retainer placed. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 702d66, and no non-conformances were identified.

Event description:
It was reported that during the surgery, open the packing and noted that some staples fell off. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.